Event description:
It was reported that patient presented for scheduled lead revision procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited elevated capture threshold and intermittent capture. The lead was capped on (B)(6) 2025 and replaced with new lead. Patient condition was stable.